Event description:
Initial sodium result of 127 mmol/l. This same sample was used as an internal qc sample the next day on a different integra 400 and recovered 133 mmol/l. The sample was then repeated on the original instrument that generated the initial result, and the repeat on the original instrument recovered 133 mmol/l. No info provide if results were used to guide therapy. The field service rep performed check tests which were within specification.